Event description:
It was reported to baxter that the tubing near the junction of the luer lock and blue winged cap of one (1) ce intermate (B)(4) device had broken off before use. There was no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken junction of the luer lock and blue winged cap" was confirmed. This is a single use device and will not be repaired. No other observation was found. Similar reports have been received for the reported problem; the root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.